Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller exhibited pump off and low speed advisories. The log file submitted for review confirmed the reported low speed and pump stop events; however, the event log did not contain any events in which the yellow wrench alarm was active. The event log indicated that the patient was connected to the power module patient cable at the time of the events. The system controller was exchanged. No further information is available at this time.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Additional information - the report of a pump stoppage event was confirmed based on the log file downloaded from the returned system controller; however, the device was functionally tested and no atypical pump stoppages were reproduced. The log file captured multiple events where the pump power was elevated. In addition, events were captured where the pump speed was below the low speed limit and then the speed was captured at 0 rpm's. There were no alarm conditions captured that could have resulted in a yellow wrench advisory message. In summary, during our evaluation, we were unable to associate the pump stoppage event captured in the log file with the returned system controller. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that the patient was asymptomatic during the event.